Event description:
Information was received indicating that the pump exhibited a "check clutch/plunger lever" alarm.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during testing. (Updated h6: event problem patient code). Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case was cracked. Review of the event history log showed an occurrence of a "check clutch/plunger lever" error. Functional testing involved multiple occlusion tests. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed. The clutch half's left and right leadscrew and spring as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.